Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected trop I es results occurred while using the vitros eci analyzer. An ocd field engineer performed as needed service to the incubator and signal reagent metering subsystems to optimize the system and return the instrument to expected operation. System performance was verified by performing precision tests. The investigation also confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. Repairs have returned the instrument to expected operation, however an instrument issue and/or pre-analytical sample processing cannot be ruled out.

Event description:
A customer obtained non-reproducible falsely elevated vitros trop I es results on two patient samples while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)